Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's next of kin reported via phone call the customer was hospitalized due to low blood glucose on (B)(6) 2021. Customer passed away on unknown date due other reasons other than low blood glucose. The customer¿s blood glucose level was 20 mg/dl at the time of incident. The customer was treated with food and insulin drip. Customer had open wounds. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.